Event description:
Reference number (B)(4). Event occurred in australia. It was reported that patient faced infusion set leakage event on 25-jan-2025. The leakage was at the site. The infusion set was in use for one day. No further information available.